Event description:
It was reported during benign prostatic hyperplasia (bph) procedure it was noted that the fiber was observed to be forward firing. The procedure was completed utilizing a second fiber. Patient outcome: "no injury" to the patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information reported; the fiber tip (cap) was cleaned during the procedure, joules used: 332,156, time expended: 1:12:17 mins.